Manufacturer narrative:
The product receipt date was reported as (B)(6) 2017 in the original report and has been updated to (B)(6) 2017. Device evaluation: further evaluation of the device determined that the device had a broken foot plate. It was determined that this issue was consistent with excessive force being applied to the device and or mishandling by dropping or hitting the device against something causing the foot plate to break off. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to january, 14, 2015. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - neuro tip, parts of the crani handle were broken off, broken part not present, rotation of the crani handle was blocked, the ball bearings were worn. It was also noted that the device failed pre-test for visual, vibration and temperature. Therefore, the reported condition was not confirmed and an assignable root cause was determined to be construction/design false and defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device dura guard was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.